Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. F10: reported injury was an outcome of implant surgery. No reported device defect.

Event description:
In 2002: pt received graft to resolve abdominal aortic aneurysm. Procedure went well. While in the recovery room, the pt said he could not move his right lower extremity. Preliminary diagnosis is cord ischemia as a result of the aaa surgery. The next day: CT scan of abdomen shows no retroperitoneal hematoma. CT scan of brain shows no evidence of acute hemorrhage. Lesion in the superior caudate left side is suggestive of lacuna. Five days later: pt discharged from hospital. Four days later: pt admitted due to gait and acute deterioration. Pt complained of severe back pain. Four days later pt received lumber epidural block to treat bulding disks. Twenty-four days later: pt treated for weakness in bilateral lower extremity.